Manufacturer narrative:
Pt age was not provided. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
The hospital reported that, during a case, within three mechanically ventilated breaths, high pressure alarms sounded. The clinician reportedly switched to manual mode. Adequate tidal volumes were not able to be maintained, and the scavenger bag was noted to be distended. The pt was removed form the anesthesia machine and placed on an ambu bag. The anesthesia machine was replaced. There was no reported pt injury.